Manufacturer narrative:
The lot number was not provided initially and therefore the DHR could not be performed. However, the lot number has now been received and the device history review is pending. This report is associated with the details submitted under manufacturing report number 3004939290-2019-01251.

Event description:
During use of 2 6-7f mynxgrip devices for vascular closure, the devices jammed and would not deploy. Details regarding patient injury and return of the devices were not provided.

Manufacturer narrative:
It was indicated in the initial report that this event was associated with the details submitted under manufacturing report number 3004939290-2019-01251. However, it was subsequently learned that the two devices were used in separate patients and were therefore not related. Therefore, all further details previously reported under report will be reported in this new report, 3004939290-2019-01268. No further reports will be forthcoming under report.

Manufacturer narrative:
A device history record review was also performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.